Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report also contains the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles , the issue reported by the customer could be confirmed. The ventilator issued multiple alarms, however no patient was involved at the time of the event additionally, tf 9950 and itf 1617 were triggered, and these alarms typically occur together. This indicates a communication interruption between the ipp and vup. Itf1617 occurs when the graphical user interface process tries to communicate with the vup but fails. According to the service manual, tf9950 indicates that the "watchdog detected that a process does not exist, or reacted too late." 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 9950 tech fault 9950 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 2601 143 tech fault 2601 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617 2025-06-13 12:44:22 tf : 1617 tech fault 1617. The issue was traced to a defective ip motherboard, which was subsequently replaced. Following the replacement, the device functioned as expected.

Event description:
Hamilton medical ag received the following event description: the device generated multiple alarms ("tf 1617, 1629, 1852, 2001, 2003, 2005, 2006, 207, 2417, 2601, 2611, 2614, 2615, 2801, 2803, 2804, 80...110"). No patient involved. Additionally, according to the logfiles, tf 9950 and tf 1617 were triggered.